Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the setting that the patient was on was working, but she then reported that ¿she¿s been immune to the setting and wanted to change it.¿ about a week prior to the report, it stopped being helpful, there was a loss of therapy, and the patient especially needs it when she¿s lying down. On (B)(6) 2018 the patient noted that it was really bad for the pain. The patient noted that she takes pain pills which helps at night and that she¿s trying to wean herself off the pills, but she noted that this doesn¿t happen overnight. The patient connected with the device and noted that she was on program b at 2.90 volts. She has already tried increasing the amplitude multiple times, but this didn¿t help. The patient noted that ¿they¿ had told her to put it on program c and she did that and was at 5.00 volts, and it wasn¿t helping. The patient has tried programs b and c so far, so she wanted to try program a. The patient moved to program a at 1.70 volts and raised it up to 4.00 volts and the patient noted that it was at a good level. The patient was going to try this setting to see if it is helpful. The patient was redirected to follow-up with her health care provider if this setting was not helpful. Additional information was received from a consumer regarding the patient. It was reported that the therapy was not helping, and she started to be immune to it beginning in (B)(6) of 2019. This was also noted as a loss of therapy. The patient was looking to get an implantable neurostimulator replacement which would also charge up quicker. The patient reported that she was using the therapy, but then she kept it off for a while because it was hurting more than it was helping. The patient had stopped using the implant due to the loss of therapy, and she had last charged it the first or second week of (B)(6) of 2019. The patient found out a couple of weeks prior to the report that she was not able to charge or connect to the implantable neurostimulator. The patient also experienced a loss of stimulation. There was a potential over discharge. Additional information was reported that the patient will be getting a new system implanted after the patient moves, which is (B)(6) 2019. The patient was told it would be better to just wait for the new system to be replaced. The patient cannot charge their current system because they think they waited too long to charge and the patient believes the ins lost its charge. No further information was reported.